Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor scans and based on the sensor result, the customer self-treated with sugar. The customer reported glucose reading ¿350 to 400¿ that were obtained from an unspecified meter and had experienced symptoms described as ¿increased creatinine¿, headaches, and weakness. The customer further reported she had a medical intervention due to the reported issue however, no further details were provided. There was no report of death or permanent injury associated with this event.